Manufacturer narrative:
One sample was received for quality investigation. The sample received was a secondary infusion set and was not a sample of mz9266. There were no issues with the secondary infusion set received. The customer complaint of needle defect - break could not be confirmed. A root cause was not established for the complaint because sample submitted is not the product reported. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that one of the trifuse broke off from the catheter